Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (25 mg/ml at 6.2 mg/day) via an implantable infusion pump. It was reported beginning (B)(6) 2019 there was an issue of inconsistent infusion with the drug infusion system so saline was placed in the pump. The hcp now wanted to program the pump to off state. There were no symptoms reported and the event logs displayed no issues. No further complications have been reported as a result of this event.